Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024 , it was reported that the patient faced infusion set tubing was leaking, which cause the patient blood glucose levels was elevated to 270 mg/dl, therefore patient had received correction bolus via pump. No further information available.

Manufacturer narrative:
E1:(B)(6). H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.